Manufacturer narrative:
H3 other text: device not yet returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache and skin rash under the eye. There was no report of serious or permanent harm or injury. Medical intervention was not required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.